Manufacturer narrative:
(B)(4). The complaint rt330 was not returned to fisher & paykel healthcare for evaluation. Questions were sent to the healthcare facility to obtain further information, but no response was received despite multiple follow up attempts. The probe-probe port connection is a taper fit and when firmly placed in the probe ports the probes form a tight seal and require twisting and pulling to be removed. Without a complaint device to evaluate we cannot determine if there was any defect with the subject circuit. It is most likely that either the probe was not properly inserted and came loose or that it was accidentally pulled out of the probe port. A fisher & paykel healthcare representative has provided further training to the healthcare facility with regards to the proper setup and use of the rt330 infant optiflow breathing circuit. The user instructions that accompany the rt330 show in pictorial format how to insert the probes into the inspiratory limb probe ports. They also include the following statements: check all connections, caps and/or plugs are tight patient monitoring is recommended.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the temperature probe was popping out from the chamber end of the rt330 infant optiflow circuit. It was reported allegedly that since there was no audible leak alarm the staff noticed that the patient was desaturating and had to supply oxygen to the patient. It was reported that the nurse noticed that the chamber end port was uncovered and put the plug in instead of the temperature probe to fix the leak. No patient consequence was reported.